Event description:
A (B)(6), female, pt, contacted zoll customer support to report that her monitor was displaying a service code. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn 07018691 has been completed. The reported problem (code 107, code 204) was confirmed. Upon investigation, high voltage capacitor c19 was found to be swollen on the defibrillator board. The root cause for the swollen c19 capacitor was likely due to an expanding electrolyte, however, the root cause for the expansion was unable to be positively identified. Additionally the monitor had abnormal shutdowns, code 204, code 105, and a standby pulse test relay failure. The cause for these failures was isolated to an intermittent bga connection on the digital signal processor (dsp) u500. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor. The pt received a replacement monitor.